Manufacturer narrative:
Product ID: 97791 lot# n358749, implanted: 2013 (B)(6), product type accessory product ID: 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient stated that she felt the shocks in her legs and not in her back. It was noted that the patient was using the recharger to turn the device on and off. The patient was education on using the patient programmer and the recharger. Additional information has been requested, but was not available as of the date of this report.